Event description:
The patient underwent treatment with a closurefast catheter. The closurefast device worked without issue. It is reported that two days post procedure the patient suffered a stroke. The patient is in good health condition with no further symptoms. No long-term harm was ascertained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.